Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. (B)(4). Followup with the complainant has been conducted for the lot number, and the information is not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Impacting definitive femur on and impaction handle broke at spring/red handle piece, it simply snapped off. Changed to other handle in set to proceed. No adverse event to patient or time delay to procedure.

Manufacturer narrative:
The complaint states total knee replacement. Impacting definitive femur on and impaction handle broke at spring/red handle piece, it simply snapped off changed to other handle in set to proceed. No adverse event to patient or time delay to procedure. No further information available the investigation could not confirm the failure mode as no product was returned. It should be noted that a field safety notice was issued stating that to reduce the possibility of leaving fragments in patients to adhere to the IFU which include inspecting the instruments to ensure that no instruments or pieces of instruments are left in the surgical site prior to closure the complaint shall be closed with a justified conclusion; it will be entered into the complaint database and monitored through trend analysis. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). The investigation has been reopened because the product has been received. Depuy will notify the FDA of the results of the investigation once it has been completed.

Manufacturer narrative:
The complaint states total knee replacement. Impacting definitive femur on and impaction handle broke at spring/red handle piece, it simply snapped off changed to other handle in set to proceed. No adverse event to patient or time delay to procedure. No further information available the reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.